Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer performed the fill tubing sequence while they were connected to the infusion set tubing and inadvertently delivered 15.1 units of insulin. The customer's blood glucose (bg) level was 173 mg/dl. The customer confirmed lemonade was being consumed to prevent an adverse event. During a follow-up, the customer confirmed current bg level was 160 mg/dl, and was trending upwards. The customer declined further follow-up from tandem technical support and confirmed that the customer would be "okay" and was stable.